Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit adhesive peeling from the device objective lens. There was no patient involvement and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the observed adhesive degradation could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable cause of the issue to be damage or deterioration due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.